Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 200 mg/dl. When the customer was admitted to the hospital , the insulin pump was alarming battery out limit. The customer's nurse was assisted with clearing the alarm, and the insulin pump resumed normal operation. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.